Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient stated that the pink slide moved forward and the cannula was properly inserted into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site (abdomen). No alarms or alerts were received. Upon removal of the pod, the cannula appeared normal. The patient was able to successfully resume treatment with a new pod on (B)(6) 2026.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. It is unknown how or when this damage occurred. Fluid still was able to flow freely through the fluid path. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.